Event description:
On (B)(6) 2022, customer reported that they received a positive cue health test result (reader sn: (B)(4), cartridge sn: (B)(4), lot: 22679b). Followed by a negative cue health test result (reader sn: (B)(4), cartridge sn: (B)(4), lot: 22679b). Then, they received a negative at home antigen test result. Customer had no reported symptoms, and to their knowledge the cartridges were stored properly.

Manufacturer narrative:
A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in late december 2021 and march 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.